Manufacturer narrative:
The determination could not be made that the device failed to meet specifications. The device was being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem.patient information was requested and was not provided.

Event description:
The customer reported the exhalation valve is stuck. The customer reported there was patient involvement and no patient harm.

Manufacturer narrative:
This exhalation valve was tested and no failures were identified.